Event description:
It was reported that the output for the external pulse generator (epg) was stuck at 10ma (milliamp) no matter where it was adjusted to. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the output for the external pulse generator (epg) was stuck at 10ma (milliamp) no matter where it was adjusted to. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the unit was "stuck at 10 no matter what it was adjusted to", the device passed all functional testing. Analysis did find that the upper and lower cases were broken, the battery release was sticky, the lead flex cover, battery flex and battery drawer were contaminated, the side bail covers, ring cover, side bails, ring, four case screws, the liquid crystal display (lcd) screw and ring cover screw were missing and the keyboard was scratched. (B)(4).